Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment, moisture corrosion in the pump compartment, and a dim pinkish display. This report is made based on the results of an investigation completed on 09/12/2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 09/12/2013/ with the following findings: testing confirmed the battery compartment was damaged / chipped off at the top and cracked to the pump case seal. Moisture corrosion was visible in the pump compartment. Unrelated to the complaint, the paints on pump are peeling, bubble and discolored. Dim pink display screen is found. Open the pump cover to take away a bad display screen to perform a test with a new good display screen. The good display screen is showing a strong contrast and clear text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.